Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 08/04/2015. The fse found that the wbc bath was contaminated and the probe was misaligned. The fse cleaned the wbc bath and replaced the probe, which repaired the issues. The repairs were verified by established. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the coulter act diff 2 analyzer generated erroneous high white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), hematocrit (hct) and platelet (plt) results for two patient samples. Review of the patient data confirmed that two patient samples gave high erroneous wbc, rbc, hgb, hct and plt results. Only one patient sample had flagged results (rbc, hct and plt) on initial run. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.